Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 , it was reported by an arthrex subsidiary employee via sems-06719691 that an ar-13995n scorpion needle tip of the needle broke while threading the subscapularis muscle. The broken pieces could not be retrieved and remained in patient. The surgeon stated that he had recently felt resistance when operating the scorpion device. This was discovered during a case. This case was completed by using another product of same product number. No patient harms